Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for a patient with suspected pump thrombosis and increasing lactate dehydrogenase (ldh). The patient's ldh increased from 300 u/l to 700 u/l. Blood thinners were held due to a recent surgery with bleeding. A review of the log file found a drop in the flow parameters, with no unusual events seen. There were no reported alarms for the event. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported events could not conclusively be established through this evaluation. The submitted log file appeared to show the pump operating as intended with no atypical alarms or events. It was reported that the clinic suspected pump thrombosis. The patient¿s ldh was increased (went from 300 to 700). The patient¿s blood thinners were also held due to recent surgery with bleeding. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas with no further reported issues. The hmii lvas IFU lists device thrombosis, hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.